Event description:
Boston scientific received information that this device gave an open fault circuit. A procedure was done where it was found that the lead was loose in the device header. The lead was reinserted and tightened. There have been no adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.